Manufacturer narrative:
A problem report was requested, but not provided. Due to the lack of data, a limited investigation was performed which consisted of a review of batch trend, complaint history, product release/stability, change record, non conformance and CAPA. A link could not be established with the customer's allegation. Further investigation could not be performed without the data. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for 1 patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The following result was obtained on the liat: sars-cov-2 positive, influenza a negative, influenza b positive. All positive results are repeated on another platform per the laboratory policy. The same sample was repeated on the cephied instrument and generated negative results for all targets. The same sample was also repeated on a different liat instrument and generated negative results for all targets as well. The results obtain on the cephied (retest) were reported to the medical staff. No patient harm is alleged. No patient harm is alleged.